Event description:
This ra lead was implanted on (B)(6)2011 and remains implanted at this time. In a product experience report received on (B)(6)2018 noise was noted on this lead. The physician was dr.(B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).